Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 810 mg/dl, headache, and diabetic ketoacidosis. Reportedly, the cause was unknown, however customer reported the pump actuator was making a "mechanical sound" and not delivering insulin as intended. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.